Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury. Device issue: stent dislodgement. It was reported that the stent dislodged. There was no patient effects reported. No additional information event or patient information is available.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident information. Potential factors that may contribute to stent dislodgement ex-vivo or in-vivo include, but are not limited to, negative pressure during sheath removal, positive pressure during preparation for use, forced sheath removal, extreme tortuosity or lesion resistance, interaction with accessory devices, crossing previously deployed stent, excessive force needed to retract undeployed stent into guiding catheter, or improper or inadequate crimping at the time of manufacturing. Based on the incident information, the root cause of the reported stent dislodgement could not be determined.